Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Retained in patient's body.

Event description:
It has been reported that patient had initial shoulder arthroplasty. Subsequently, four (4) years post initial surgery, patient had pain in left shoulder. X-rays showed one of the screw was broken which allowed the prosthesis to shift and resulted in pain. Patient was revised and pain is minor post revision surgery. Broken screw retained inside patient's body. Serious skin itching and irritation has been reported post revision. No additional patient consequences were reported.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.